Manufacturer narrative:
Correction: product code: poe. Additional data: brand name: tecnis symfony plus. Model number: zhr00. Serial number: (B)(4). Catalog#: zhr00i0170. Expiration date: 3/29/2023. UDI number: (B)(4). Device manufacture date: 3/29/2018. The initial report was submitted under a then unknown clinical study device. The clinical study has now been unmasked and upon learning the model of the lens (zhr00), it was realized that this report was submitted for an investigational device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2019-00189. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, as lens remains implanted. Facility name, phone number, address, are unknown/ not provided as event is from a masked study. PMA/510(k)#: unknown since study is masked, product identifiers are not provided. Device manufacture date: unknown, product identifiers are not provided. Other: the device is not returning for evaluation as it remains implanted in the patient¿s eye; therefore, a failure analysis of the complaint device cannot be completed. There was no model/serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported in a clinical study patient that on the questionnaire, the subject noted being moderately bothered by halos and starbursts that affected driving at night, moderately bothered by sensitivity to light that resulted in difficulty in being outdoors in sunlight or indoors with very bright lights, and moderate bother with poor low light vision, that resulted in her not being able to read comfortable in low light. There is no posterior capsule opacification (pco) noted in the left eye. Monocular uncorrected distance visual acuity (ucdva) for both right eye (od) and left eye (os) were 20/25. There are no plans for additional treatment, as the symptoms seem to be lessening with time. This MDR report pertains to the os. A separate report will be submitted for the od.